Event description:
The following events reported in all instances when medline product #dynd160516 was utilized: on (B)(6) 2016: reported that male patient in the ICU had foley insertion, foley inserted up to the hub, no urine returned, no resistance during insertion, balloon not inflated. Bladder was clearly palpable. Removed and reinsertion with alternate product, urine obtained. All instances above were completed by experienced rn's. (B)(6) rn administrator patient care services. Reference reports mw5061895, mw5061896 and mw5061897.